Event description:
Medtronic received information that prior to use of a centrifugal pump, the customer reported that during priming the perfusionist noted that the white component of the pump was spinning irregularly and it looked like the fins had disconnected from the top of the pump. The centrifugal pump was however pumping fluid fine according to the heart and lung machine (hlm). The device was replaced. There was no patient involvement so no adverse effect occurred. Additional information confirms that when the new pump was connected, there was an obvious visual difference on the fins spinning evenly and the white fins were connected to the top of the pump. The new pump was also working well with the hlm. Medtronic received additional information that there did not appear to be an issue with flow in the time the pump was running which was 15 minutes maximum. The uncoated lot number for the cbap40 is 0010831256.

Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows the impeller to be loose inside the housing. Additional visual inspection shows no damage to the device including the impeller. The device was tested per specification m939509a001. The device was run on a bio console from 0-4000 rpm¿s, us ing fluid. The noise level recorded during the analysis was less than 60 decibels, as compared to the specification of 68 decibels. The device was run on a bio console from 0-4000 rpm¿s, using di water in the circuit. There was a "wobble" observed when the device was operated at less than 2000 rpms. When the device was operated at speeds greater than 2000 rpm's there was no "wobble" observed. Reason for return was confirmed for spinning irregularly. Conclusion: the reason for return was confirmed for the pump spinning irregularly. Upon receipt at medtronic¿s quality laboratory, visual inspection showed the impeller to be loose inside the housing. Additional visual inspection showed no damage to the device including the impeller. For performance analysis the device was tested per specification m939509a001. The device was run on a bio console from 0-4000 rpm using di water in the circuit. The noise level recorded during the analysis was less than 60 decibels, as compared to the specification of less than 68 decibels. The device was run on a bio console from 0-4000 rpm using di water in the circuit. There was a "wobble" observed when the device was operated at less than 2000 rpm. When the device was operated at speeds greater than 2000 rpm there was no "wobble" observed. Medtronic supplier quality, medtronic r<(>&<)>d, and supplier kyocera were previously consulted regarding complaints received for wobble or noise during priming. It is noted that wobble at low rotational speed was also found during the product analyses for pes 704585926, 704588374, and 704708079. A formal investigation was opened, tracked via pr 566301 in the trackwise system. The investigation is on-going, and this event is considered in-scope. Medtronic supplier quality and supplier kyocera were notified of this event. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.